Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the end user who stated the frame of the wheelchair started to bend which led to parts starting to malfunction. The end user fell out of the wheelchair and was admitted to the hospital with a broken collar bone and humerus. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.